Event description:
I had several retina detachments and surgery's to repair it. I finally had cataract surgery to remove the cataract caused by the medicines used after retina surgery. I had an abbott lens implant, model zcb00, serial # (B)(4) implanted. Soon afterwards I started having distorted vision as if I were drunk or on drugs or something. Loss of depth perception, people, objects just did not look real. Inside my house, buildings, halls, church, stores, restaurants, elevators, I have a sensation of needing to reach out and touch things to keep from falling down. Any place there are a lot of close objects, people, chairs, tables, etc. Outside is not as bad because things don't seem quiet as close, except for depth, such as holes. I can watch a flat screen television with no problem? I can pass eye test with no problem? Anything that is flat with no depth is no problem. This all started after the lens implant...in (B)(6) 2013, I have notified abbott and they took all the info down. I have had my eye looked at by doctors, I have had them tested, I have had several eye glass prescriptions, some with prisms. None worked. I just want to know if anyone else has had problems besides me. Possibly it's my eyes and not the lens, I just don't know and I don't think the doctors know either.